Event description:
Consumer called to report getting high readings (300's), even though they were feeling low. Started to feel "out of it", emt/ambulance was called and could not even get a reading on their meter. Their bd meter was still reading high.